Event description:
This lead was capped during an ICD upgrade due to dislodgement. It was reported that the lead was dislodged in the atrium and there was a lot of tissue in the coil and therefore could not be refixated. A new lead was implanted.

Manufacturer narrative:
(B)(4), 2010. A response from the manufacturer is pending. Device was capped, not returned.

Manufacturer narrative:
(B)(4) 2010. A response from the manufacturer is pending. (B)(4) 2011. Since the device was not returned, the manufacturing records were reviewed. The records did not reveal any abnormality. No conclusion can be drawn. Device was capped, not returned.

Event description:
This lead was capped during an ICD upgrade due to dislodgement. It was reported that the lead was dislodged in the atrium and there was a lot of tissue in the coil and therefore could not be refixated. A new lead was implanted.